Manufacturer narrative:
Evaluation: results- a work order search was performed for similar complaints within the injector and cartridge lots and there were four similar complaints within the injector search and one similar complaint in the cartridge search.

Event description:
It was reported that the surgeon was loading a eyeonics crystalens in a mtc-60cfp cartridge and the haptic got torn. No pt contact. They reported the cartridge as the likely cause.